Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on both the right atrial (ra) and the right ventricular (rv) channels. The noise was oversensed and led to both an impact on brady pacing and the delivery of inappropriate tachy therapy. Additionally, low pacing impedances were observed on both the ra and the rv leads. The rv impedances were low and out of range below 200 ohms. Boston scientific technical services (ts) reviewed data from the system and recommended extensive troubleshooting. Testing in clinic could not reproduce any noise and an x-ray of the system was unremarkable. A revision procedure was performed and both the ra and the rv leads were surgically abandoned. The crt-d remains in service. No additional adverse patient effects were reported.